Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery depleted fully due to the battery not charging and the ac power adaptor being hot to touch. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump. Customer¿s blood glucose value was 400 mg/dl.